Manufacturer narrative:
A review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device evaluated by manufacturer? Device not available.

Event description:
Patient originally had a triathlon knee done in (B)(6) 2015. Presents today for instability and a poly exchange from a 13mm cs to 16mm cs. Update 29/july/2019: as reported in how was issue noticed "patient complains of pain and instability".